Event description:
Approximately six months post implantation, the site reported that the patient experienced a power source change in the controller earlier than expected. The batteries and controller were removed from the patient and new batteries and controller were supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed that the patient had experienced a loss of power on the reported event date.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00417 and 3007042319-2014-00748) submitted for devices related to the same event. Evaluation in progress.